Event description:
Spontaneous report from patient to advise 'no disposable' alarm on cadd legacy pump. Patient mixed a new cassette and pump is now running fine. No adverse events resulted. Patient does not have cassette available for investigation, lot number 4158805. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No. Did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.